Manufacturer narrative:
The customer reported that the system had a loss of phaco ultrasound (u/s) power in the middle of a case. The surgery was completed. There was no patient harm. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. The system was manufactured on january 8, 2013. Based on qa assessment, the product met specifications at the time of release. The system functioned as intended with no problem found; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with no phacoemulsification during surgery. Surgery was completed. There was no patient harm.